Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 5/5/2023 it was reported by a sales representative via email that a 5033-100 capturing rod assembly broke when inserting a telescoping lag screw. The case was completed by removing the 1099-120 telescoping lag screw, 8001-055 captured cortical screw, and 8021-080 cancellous a/r screw and using new ones with a new instrument set. This was discovered during a femur intramedullary nailing procedure on (B)(6) 2023. Nothing broke inside the patient.